Event description:
The customer contact reported an inaccurate delivery. The device was returned to the biomedical dept. With an unsigned note that stated, "not infusing correctly". No tracking information was provided; therefore, specific pt information, device programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the manufacturing site. A review of the device history found there is no device programming or device activity for the reported event date of 03/25/2010; therefore, the history cannot be utilized to evaluate the reported event. (B) (4). (B) (4).